Manufacturer narrative:
(B)(4).sample is available for evaluation. An evaluation will be performed on the provided lot number. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A baxter renal homecare services representative (hcsr) left a voice message for corporate product surveillance (cps) (B)(6)-2011 to relay a report received on the same day from the home patient (hp) regarding an unknown quantity of cassettes, product code l5c4531, lot number unknown, in which the end is breaking off and it is not working properly on unknown date(s). The hp was contacted on (B)(6) 2011. The hp stated that the plastic part that you have to break in the tubing is too hard and will pierce through the tubing. The hp stated that it seems as if the plastic piece is too hard and is more difficult to break open now. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Upon further investigation it was determined that the product involved was a drug product, not a device.